Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a left robotic nephroureterectomy, they used the device twice then on the third time, it did not staple and caused a cut which caused bleeding about 1500cc and transfused 1 unit of blood. They pulled on the handle and it did staple all the staples and it penetrated the renal artery so they had to re-open the patient and suture the patient. The surgical time was extended for more than 30 minutes, the incision was extended, and the patient extend hospital stay.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received engaged with the subject instrument. The reload was unloaded from the instrument without difficulty. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.